Event description:
When the catheter was going to be removed, it was noted that it had fractured into two pieces.

Manufacturer narrative:
It was reported that when the catheter was going to be removed, it was noted that it had fractured into two pieces and one piece remained in the bladder. The retained piece, measuring approximately 7 cm was removed via cystoscopy. The facility was contacted and would not provide additional information regarding the incident. We have no sample and no photos. We do not know if the catheter had been damaged in any way after it was inserted. The root cause of the fracture has not been determined.